Event description:
It was reported that the patient had pump complaints. The patient reported intermittent burning between the pump and skin. The pump reportedly moved around in her abdomen ¿quite a bit.¿ the patient was in pain. No diagnostic testing or troubleshooting was performed. The issue has not been resolved at the time of this report, and the device remained implanted and in use. The patient was reportedly alive with no injury. The type of drug being infused by the pump was not reported. No intervention or outcome reported. Follow up was conducted to obtain information but additional information was not received at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8590-1, lot # n327822, implanted: (B)(6) 2012, product type accessory; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
Additional information received reported that the pump was causing a ¿shocking¿ sensation. The logs are going to be interrogated at an appointment. Diagnostics will be performed in the future. The patient¿s status was alive with no injury.

Event description:
It was later reported that the pump logs were read and all appeared normal. The pump site also looked within normal limits on (B)(6) 2015. It was noted that the shocking happened about once a week to once every other week and doesn't matter when, at rest or with activity. The patient was getting good pain relief.